Event description:
The patient reported: "a post-op infection, was treated with antibiotics for approx ten days. One of the incision sites dehisced, formed a scab, but is still about 2.5 cm. The patient had lopsided swelling on the left side of upper abdomen, which has decreased."

Manufacturer narrative:
Taper ii. The access port connector associated with this report has not been explanted. Based upon the implant date provided by the reporter of the event the connector type is assumed to be a taper ii. Allergan has not received the product. Therefore, no analysis or testing has been done. Further information from the reporter regarding the serial number has been requested. Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated." Device labeling addresses the reported event of irritation/inflammation as follows: "contraindication(s): the lap-band system is contraindicated in patients with inflammatory diseases of the gastrointestinal tract, including severe intractable esophagitis, gastric ulceration, duodenal ulceration, or specific inflammation such as crohn's disease."